Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked and the reservoir leaked past the o ring. The customer's blood glucose reading was 152mg/dl at the time of incident. Troubleshooting found that the customer's site was bleeding and customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. The customer indicated that the leak did not go into the pump compartment. Customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.